Event description:
Procedure type: thoracic. According to the reporter: the sulu could not be removed from tissue. The surgeon had to pull the device off causing tissue loss. The surgeon used a new stapler to end the intervention. No reinforcement material was used. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).